Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized on the same day as onset of the peritonitis event and hospitalization was ongoing. Treatment rendered was not reported. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.